Event description:
The customer reported the ventilator shut down and alarmed upon loss of ac power during the hospital generator check. The customer reported the ventilator was in use on a patient and there was no patient harm. The customer reported prior to using the ventilator, when it was powered on, it would display a message 'backup battery not connected', indicating the backup battery in place for backup power had a low capacity for use. The manufacturer's field service technician confirmed the customer reported problem. The service technician reported during that testing when ac power was removed, the ventilator would shut down and would not transition over to the backup battery for backup power. The service technician replaced the depleted battery to complete the service. Extended self testing (est) and applicable final tests were performed and all tests passed to operating specifications. This event is being reported as a user error, as there was no malfunction of the device or backup battery.

Manufacturer narrative:
Event reported due to potential for injury as a result of user failure to maintain backup battery.